Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pancreaticoduodenectomy procedure while the device was being applied to the anastomosis, the needle broke. A new device was used to complete the case. No injury.